Event description:
It was reported that the patient had a metal ion test. It was reported that patients left hip was revised. Examination notes indicate patient received a letter concerning recall and came in for examination. Examination notes state: "¿elevated cobalt level of 8.8, upper limit of normal at 0.4 and elevated chromium level of 1.9, upper limits of normal at 1.4...c-reactive protein [increases presence of inflammation in the body] was also elevated at 8.7...abnormal local tissue response...concerned that he is developing corrosion between the cobalt-chrome ball and the titanium stem". Patient was revised to a ceramic head with sleeve and an adm/mdm liner construct.

Manufacturer narrative:
An event regarding abnormal ion level involving an accolade stem was reported. The event was confirmed through medical review. Method & results: device evaluation and results: device evaluation was not performed as no devices were received. Clinician review: a review of the provided medical records by a clinical consultant stated the following comment: "modest elevation of blood cobalt and chromium in an eighty-one-year-old patient who is asymptomatic and has two total hip arthroplasties in situ for approximately ten years is not diagnostic of pathologic trunnionosis. The fact that revision surgery found an acceptable trunnion to allow stem retention suggests that surgical intervention may not have been necessitated by factors related to a recall of the cobalt/chromium alloy primary femoral head in this case." Device history review: review indicated all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: review indicated there have been no other similar events for the reported lot. Conclusions: it was reported that patient was revised due to abnormal ion level and concerned that he is developing corrosion between the cobalt-chrome ball and the titanium stem. The provided medical records were provided to clinician who concluded that modest elevation of blood cobalt and chromium in an eighty-one-year-old patient who is asymptomatic and has two total hip arthroplasties in situ for approximately ten years is not diagnostic of pathologic trunnionosis. The fact that revision surgery found an acceptable trunnion to allow stem retention suggests that surgical intervention may not have been necessitated by factors related to a recall of the cobalt/chromium alloy primary femoral head in this case. The root cause could not be determined because of insufficient information. If the devices and/or additional information are received, this investigation will be reopened and re-evaluated.

Manufacturer narrative:
A review of the device history records indicates that the reported devices were manufactured and accepted into final stock met specifications. The complaint history review indicated that there have been similar events for the reported family. The initial information was provided by legal. No additional information is available at this time due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Not returned.

Event description:
It was reported that the patient had a metal ion test. Update: it was reported that patient's left hip was revised. Examination notes indicate patient received a letter concerning recall and came in for examination. Examination notes state: "¿elevated cobalt level of 8.8, upper limit of normal at 0.4 and elevated chromium level of 1.9, upper limits of normal at 1.4...c-reactive protein [increases presence of inflammation in the body] was also elevated at 8.7...abnormal local tissue response...concerned that he is developing corrosion between the cobalt-chrome ball and the titanium stem". Patient was revised to a ceramic head with sleeve and an adm/mdm liner construct.